Event description:
The sales rep reported: "dr claims that the catheter was fractured with probably a piece still in spinal can". The pump (everything) was explanted on (B)(6) 2014. Customer did not provide any other details or information regarding pump. Note: the pump was not returned. On (B)(4) 2014 received a small segment of silicone catheter attached to a connector and surestream catheter (flextip).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the pump was not returned. A 1/2 inch segment of silicone catheter attached to a connector and 40.5 inch surestream catheter (flextip) was received. Evaluation of the catheter under high magnification revealed that distal end of the silicone catheter appears to be clean cut. It appears that a sharp object such as a scalpel was used to cut the silicone catheter but this could not be confirmed. The silicone tube does not appear torn or distorted; the flow path is clear and open. The surestream catheter appears to be anomaly free; there are no tears, holes or kinks on the entire length of sure stream catheter. Both catheters were properly and securely assembled to the metal connector and could be flushed with no resistance. A review of the device history records did not reveal any anomalies. This pump met all testing requirements during the manufacturing processes. Should the pump be received at a later date this complaint will be re-opened and an investigation will be performed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.